Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. High, high voltage lead impedance was noted. A chest x-ray was performed, and it showed that the leads were twisted. Twiddler¿s syndrome was confirmed. The lead was capped and replaced with a competitor lead on (B)(6) 2019 without complications. The patient was stable after the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-13295.new information received notes that the atrial lead was the other lead that was twisted with the ventricular lead. The atrial lead was explanted and replaced with a competitor lead on the same day of (B)(6) 2019.